Event description:
Hamilton medical ag received the following incident description: "the ricu of the affiliated hospital of (B)(6) reported that on (B)(6), 2023, the ventilator was used to assist patients in breathing. During normal use, the pressure control mode was set normally, and the ventilator was pumped irregularly. The condition remained unchanged despite multiple measurements and replacement of the tubing. It may cause discomfort in the patient's breathing, and the nurse promptly discovers and replaces it with a brand new ventilator, allowing the treatment to proceed normally. Hospital analysis:the ventilator sensor is defective. The use of this device has been suspended and the manufacturer has been notified. "

Manufacturer narrative:
The machine had a phenomenon of false triggering during use. The pressure control mode was set normally, and the ventilator was pumped irregularly. An alternative ventilator was replaced. Upon inspection, it was found that this event was caused by the failure to replace the consumable flow sensor in time. Clinical staff is required to regularly inspect the consumable accessories and timely replace those expired so as to ensure their function. Otherwise, the machine will give alarms and could not be used normally.the machine worked normally after replacement of the flow sensor.

Event description:
Hamilton medical ag received the following incident description: "the ricu of the affiliated hospital of (B)(6) reported that on (B)(6), 2023, the ventilator was used to assist patients in breathing. During normal use, the pressure control mode was set normally, and the ventilator was pumped irregularly. The condition remained unchanged despite multiple measurements and replacement of the tubing. It may cause discomfort in the patient's breathing, and the nurse promptly discovers and replaces it with a brand new ventilator, allowing the treatment to proceed normally. Hospital analysis:the ventilator sensor is defective. The use of this device has been suspended and the manufacturer has been notified. "

Manufacturer narrative:
Investigation is ongoing.